Manufacturer narrative:
Additional information was requested, however, returned document did not include this information. Device was not implanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
As a screw was being implanted, it unraveled. The surgeon could see this happening via the fluoroscopy so stopped and tried to back it out; a small bone was in the bone and could not be removed. Additional screws were placed.